Event description:
During percutaneous transluminal angioplasty of left iliac artery, angioplasty balloon burst, leaving part of the balloon in pt's artery. "After balloon dilatation of 9mmx4cm balloon, balloon ruptured at submaximum pressure with small fragment of balloon left on vascular clip 0 which is most likely endovascular in location. A 30mm stent was placed over the stenosis and fragment dilated to 8mm. No pressure gradient was measured. Left dp pulse now measure 3+ by palpation.